Event description:
Patient came in for chemotherapy treatment. Upon accessing port, the nurse was unable to get blood return. However, patient was able to get chemotherapy through port. The following week, interventional radiology performed a central venous access device (cvad) evaluation of the port function. Upon injection of contrast, his findings indicated the catheter was fractured.